Manufacturer narrative:
The review of the patient's relevant clinical information does not reveal a specific causal factor for the reported event. Should new information become available to us, we will reopen this investigation report and perform a complete evaluation.

Event description:
It was reported that when patient walks or bends gets a very loud squeak. It was further reported that patient is in constant pain.